Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false positive results on flu a for 1 asymptomatic patient. Unknown if the result was confirmed. Confirmation method(s) not provided.